Event description:
It was reported that the patient underwent a screw removal due to possible infection in an unknown timeframe post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No additional information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. D4: attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of sufficient information; no product returned, pictures provided, or medical records received. Visual and dimensional evaluations could not be performed. Review of the device history records could not be performed due to lack of part and lot identification. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.